Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent ventricular undersensing on a ventricular tachycardia/ventricular fibrillation (vt/vf) episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event. Note.